Manufacturer narrative:
(B)(4). Evaluation found the device was returned with all components in pre-deployed position. During lab testing, the guide wire was inserted and stopped at 4 inches from the distal end of the sheath. The sheath was dissected and found excessive dried blood and other biological matters occluding the sheath. Based on the investigation findings, the probable root cause for the failure to advance the sheath over the guide wire is sheath blockage due to the blood clot and other biological matters occluding the sheath. The reported scarred tissue and prior arteriotomy in the target groin could also prevent the sheath from entering into the anatomy. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, as the device was inserted into the vessel over a guide wire resistance was met and the device could not be advanced further. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. It was believed that the resistance encountered during device insertion was caused from scar tissue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) patient selection (morbidly obese). The device is expected to be returned for evaluation. It has not yet been received.